Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button was intermittently responsive and required hard and multiple button presses in order to elicit a response. The issue has been reportedly occurring for the past few weeks. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the ok button was intermittently unresponsive. There was no visible damage to the keypad, which was removed for investigation. Contamination was found under all button contacts.